Event description:
Healthcare professional reported that approximately 6 mo post implant the valve was removed due to calcification. The valve was sent to the hosp pathology and will be returned for analysis.

Manufacturer narrative:
This follow-up rpt is being sent to provide add'l info as received from the user facility after co filed their rpt which was based on info received from the md. "Submission of info by co under the MDR regulation does not constitute an admission that this info is required to be rpt'd under the regulation or that the device has malfunctioned or that there is any causal connection between the performance of the device and any injury or death that may have occurred." H11. Al on the user facility rpt user pt identifier as m1970215 and the rpt originally filed by co uses 1970215. Dates in b4, f6 and f8 on the user facility differs from the rpt filed by co as co was notified by the md on 9/24/97.